Event description:
The sales representative is alleging at an unknown time post implantation, an acumed fusion plate broke. No additional information is available.

Manufacturer narrative:
Method: x-ray images were provided by the initial reported and evaluated.